Event description:
Caller reported a malfunction on the pump, and there was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue reappears, which the caller acknowledged and understood.